Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed multiple kinks to the sheath. The stent is no longer inside the sheath and is separated. The stent measures approximately 8cm long. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage that could have contributed to the deployment issue.

Event description:
It was reported that stent damage occurred. A 6x150, 130 cm eluvia drug-eluting vascular stent system was selected for an angiogram to treat peripheral artery disease. During the procedure, the stent would not deploy with use of the thumb wheel or the pull tab. It was taken out of the patient and deployed on the back table. Once deployed, it was noticed that the struts were bent. Another eluvia drug-eluting vascular stent system was used to complete the procedure, and no patient complications were reported.